Event description:
It was reported that the pump had flipped and the catheter was coiled around and around causing kinks and blockage/occlusion. Patient symptoms included pain. Intervention included a surgical revision wherein the pump was placed on the other side and part of the catheter, the coiled section, was replaced. The explanted part was discarded and not to be returned to the manufacturer. Patient status as the time of this report was stated to be ¿alive and no injury/no adverse event¿. Drug delivered via the device was dilaudid.

Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: 2013 (B)(6), product type catheter product ID: 8835 lot# serial# (B)(4), product type programmer, patient (B)(4).